Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Ulcer is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that during j tube replacement, a gastric ulcer was found. According to the physician, the issue happened presumably that the j tube might have been touching the inside of the stomach wall for a long period of time because the j tube had been pulled deeply by peristalsis. It is unknown how the ulcer was treated.